Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that wife went off pump because she was having problems with it. She was having lows and there was no rational reason for them. It would take a long time for blood glucose to come up. They changed carbohydrate ratio and then the blood glucose would go high. It would take a long time for them to come down. The insulin pump passed displacement test. Blood glucose were in low 300mg/dl range when high. Low blood glucose were in the 40mg/dl range. The insulin pump will not be returned for analysis.